Event description:
Event description guidant received information that this passive fixation atrial lead had had undersensing. An x-ray indicated the lead had dislodged. The physician commented that the myocardium would not be favorable for repositioning this tined lead. Therefore it would be better to replace it with a active fixation screw-in lead.